Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement part was shipped to site. The suspect vertek arm has been not received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure the navigation system vertek arm would not tighten. There was no patient present the time of the issue.